Event description:
It was reported by customer that sterile gown in kit has stain on it. Additional info received on 24may2023: it was reported by the customer "the stain was noticed upon unwrapping sterile packaging and donning gown. The package was intact prior to opening. Sterile wrapping was intact. We are unable to identify the stain- does have a "snag" near the stain." It was reported this occurred with two gowns. This report addresses the first gown.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a stain on the gown was confirmed but the exact cause is unknown. Images of a surgical gown were provided for evaluation. The blue section of the gown and both wrist cuffs were shown in the image. A brownish discoloration was noted on one of the white cuff sections. The discoloration was spread over the top visible area shown in the image. A fiber, consistent with hair, appeared to be visible on the cuff. The condition of the kit components and gown prior to unboxing and handling are unknown. Based on the information provided, possible contributing factors include exposure to contaminants prior to or after kit handling. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that sterile gown in kit has stain on it. Additional info received on 24may2023: it was reported by the customer "the stain was noticed upon unwrapping sterile packaging and donning gown. The package was intact prior to opening. Sterile wrapping was intact. We are unable to identify the stain- does have a "snag" near the stain." It was reported this occurred with two gowns. This report addresses the first gown.